Manufacturer narrative:
The customer¿s report that the tubing set had a hole that leaked was confirmed. The set was visually inspected as received for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed during initial visual inspection. Functional priming testing found the set leaked from the tubing approximately (10) ten, inches below the female luer. Closer inspection of the leak under a lab microscope observed a small cut damage in the tubing. The source of the leak is due to a cut in the tubing. The root cause of the cut damage could not be determined.

Event description:
It was reported that the tubing set had a hole that leaked during a dilaudid infusion which caused the patient not to receive the entire dilaudid medication dose. It is unknown how much was received by the patient. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Additional patient information: medical hx: malignant neoplasm of left female breast-s/p lumpectomy; lumbar adjacent segment disease with spondylolisthesis-l3-4, l4-5 (B)(6) 2019; obesity; hypothyroidism; hypertension; type 2 diabetes mellitus; depression.

Event description:
It was reported that the tubing set had a hole that leaked during a dilaudid infusion which caused the patient not to receive the entire dilaudid medication dose. It is unknown how much was received by the patient. The customer later stated that there were no adverse effects caused to the patient from the event.